Event description:
It was reported that a right ventricular lead became dislodged after only a month of being implanted. Imaging confirmed that the lead was dislodged. No high voltage therapy was delivered by the lead, though high ventricular thresholds and low sensing amplitudes were noted. During surgery on (B)(6) 2022, hospital staff reported that the helix screw mechanism was not working. The lead was explanted and replaced with a new lead. The patient is in stable condition.

Manufacturer narrative:
Correction: fixed h6 code (investigation conclusion -- caused not established).